Event description:
Boston scientific received information that during a changeout this right atrial (ra) lead was tested with the pacing system analyzer (psa) and a pacing impedance of less than 200 ohms with no capture was noted. As a result this lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.